Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected to the homechoice with the clamp on the patient line being closed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. This event occurred during fill one while the patient was connected. The patient realized after connecting to the homechoice, that the clamp on patient line was closed. The patient opened it and allowed therapy to continue a short period. The patient has stopped the fill and states they do still see air in the patient line. The patient has closed transfer set. The technical service representative had the patient cycle power and end therapy. The technical service representative explained that the patient will need to set up again with new cassette and bags. The technical service representative also reviewed the importance of checking patient line every time before connecting. The patient will set up with new supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.